Manufacturer narrative:
The device in this report has not been returned to omsc but was returned to olympus (B)(4). (Ocg) for evaluation. The reported event appeared to be caused by an accidental laser hit. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during retrograde endoscopic lithotripsy using a laser, the bending section rubber was torn and broken metal wires from the inside was protruding outward of the insertion tube. The user did not replace the device and completed the procedure. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. According to the inspection of the device by ocg, the bending tube was damaged under the bending section rubber. Therefore, omsc concluded that the reported event is attributed to a break in the bending tube. And the exact cause of bending tube breakage could not be conclusively determined, however there is possibility that this event was caused by incorrect customer's handling from the following information; the instruction manual provides preventive measures against the bending section breakage, however there is possibility that the customer did not follow the instruction manual. Forcibly insertion of the device into the kidney or ureter with the bending section angulated could damage the bending section. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.